Manufacturer narrative:
(B)(4). Date sent 6/16/2025. D4 batch #872a79. Corrected data d4: UDI#. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with no apparent damage along with a loose stapler retainer. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - ntlc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 872a79, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2025 additional information was requested, and the following was obtained: were any staples delivered into the tissue at all?- half what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? ¿ not all staples was the staple line interrupted; staples not present/visible on any portion of the staple line? ¿ was visible is the current patient status known?- unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? - unknown.

Event description:
It was reported that during an unknown procedure the device didn't staple properly.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 6/12/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.